Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology split. The following information was provided by the initial reporter: "it was reported that the IV caused a lot of pain when attempted and was difficult to remove. It was removed without withdrawing the needle and saw that the catheter split down the sides. I have already spoke with kyle about this situation and he asked to send the pictures along with an email for you all. I was with alice attempting a piv, the IV caused a lot of pain when attempted and was difficult to remove. Alice removed it without withdrawing the needle d/t difficultly and we saw that the cath had split down the side. If I was seeing this picture I would think the nurse had backed the needle out and then advanced it, but that didnt happen. I took a picture and saved the package (kyle placed on brittany's desk) and notified kyle and will ctl, pts site look normal, all of the catheter came out. What should we normally do with in a situation like this? When I was speaking with other people about it they said they've had that happen before, I didn't get the impresario that people are reporting it..."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo in which only the top web was visible. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology split. The following information was provided by the initial reporter: "it was reported that the IV caused a lot of pain when attempted and was difficult to remove. It was removed without withdrawing the needle and saw that the catheter split down the sides. I have already spoke with (B)(6) about this situation and he asked to send the pictures along with an email for you all. I was with (B)(6) attempting a piv, the IV caused a lot of pain when attempted and was difficult to remove. (B)(6) removed it without withdrawing the needle d/t difficultly and we saw that the cath had split down the side. If I was seeing this picture I would think the nurse had backed the needle out and then advanced it, but that didnt happen. I took a picture and saved the package ((B)(6) placed on (B)(6) desk) and notified (B)(6) and will ctl, pts site look normal, all of the catheter came out. What should we normally do with in a situation like this? When I was speaking with other people about it they said they've had that happen before, I didn't get the impresario that people are reporting it..."